Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2024, the patient was sleeping and reported that he had no audio output from his dexcom device alerting him to his hypoglycemic state. The patient¿s son checked his dexcom and the cgm value was 40 mg/dl. The patient¿s son provided the patient with orange juice and a peanut butter sandwich. At an unspecified time later, the patient experienced dizziness and then lost consciousness; emergency medical services was called. Once ems arrived, the patient¿s bg meter reading was 40 mg/dl, and they treated the patient with a glucagon injection. The patient regained consciousness approximately a ¿few minutes¿ after treatment. The patient remained at home and was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device available for evaluation - additional h2: additional information h3: device evaluated by mfg - additional h6: type of investigation - additional h6: investigation findings.

Event description:
Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the receiver window. Receiver charge was performed and passed. Receiver boot was performed and passed. Functional test was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measurement was performed and passed. An internal visual inspection was performed and passed. Performance data was reviewed. An alert/ notification settings issue was not found within the investigation window. The probable cause could not be determined. No additional patient or event information is available.